Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a crease on the optic was noted following an intraocular lens (iol) implant procedure. The same issue occurred multiple times since (B)(6) 2020 with the same physician. Additional information has been requested. There are two medical device reports associated with the events reported by this physician. This report is for one patient that was implanted on a specific date in (B)(6).